Event description:
It was reported that tandem mobi pump repeatedly displayed cartridge alarm while customer was self-troubleshooting occlusion alarm. There was no adverse impact to the customer's blood glucose level. Customer cleared issue by replacing cartridge each time and resumed insulin delivery, and technical support confirmed occurrence of cartridge alarm 30 and documented that alarm was not active at time of call.